Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has problems with the air bubbles getting into the tubing. Customer stated that over the last couple of weeks, he has had issues with the bubbles in the reservoir. Customer stated that he has no air bubbles when he fills the reservoir but he sees them after it has been put into the pump. Customer stated that one day he woke up with blood glucose level in the 500's mg/dl. Customer stated that he changed his pump and had to change it again because his blood glucose was high. Customer stated that he has to change his site every 2 days per doctor's instructions. Customer stated that he did not have any lots from the recalled reservoirs. Customers' blood glucose is 96 mg/dl. Customer stated that the bubbles were approximately more than ½ inch size. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the air bubbles did not persist after the set change.